Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03406. It was reported the patient experienced pressure and pain intra-op, during a permanent implant procedure. X-rays were performed and displayed the leads were located posterior and midline. As a result, the procedure was aborted. The issue was resolved once the leads were removed.